Event description:
There was a surgical site incision fire during a bronchoscopy fire. The bovie device engages suction at the tip of the cautery pencil whenever activated. Thus when the pleural space was opened, high concentration oxygen was sucked out of the pleural space onto the tip of the cautery causing a spark/flame. FDA safety report ID# (B)(4).